Event description:
Each time a new contact is put in, it turns red and is irritated for 2 days after removal of the lens. This cause blurry eye and discomfort. Quantity: 6 lens, frequency: as needed. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: yes. See scanned pages.